Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 560mg/dl, associated with an alleged call service alarm issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the call service 064 alarm cause the pump to stop dispensing insulin. The reporter was not able to provide further information during the initial complaint. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a call service alarm issue.